Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code (B)(4) and device code (B)(4) no longer applies to this event.

Manufacturer narrative:
Other relevant components include: product ID neu_unknown_prog lot# serial# unknown: product type programmer, physician. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl 8.67 mcg, 21.31 mcg/day, 40% increase, 35.45 mcg, 104.96 mcg, 513.04 mcg/day, 437% increase, 417.45 mcg via an implantable pump for non malignant pain. The patients pump was replaced (see MFR report #3004209178-2017-02299 for reason for replacement) and patient had been going weekly for adjustments, she had an adjustment on this report date and she got a print out and it looked very strange about the amount she was getting; patient was scared and stated that what she did looked tremendously high and she might be getting doses of medicine that are very dangerous to her. Patient was asked to followup with the healthcare professional. No further complications were anticipated/reported. Additional information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017. It was further reported that a programming error occurred. The patient did not use the personal therapy manager (ptm) following the reported dose increase as she felt the flex programming was not done correctly. No additional symptoms were reported. The patient presented to the emergency department (ed) and a manufacturer representative was requested by the healthcare provider (hcp) to interrogate the pump. The hcp then reprogrammed the dose to the pre-adjustment settings and the situation was considered resolved. It was noted that provider error may have led or contributed to the issue. No surgical intervention occurred or was planned, and the patient's status at the time of report was alive - no injury.